Event description:
The lay user/pt contacted lifescan in 2008 alleging that her one touch ultra meter displayed an apply sample icon, even after the blood was applied on the test strip. A medical affairs specialist (mas) sent follow up questions and obtained the following info: the last reading the pt obtained on the meter was on the day before at 7:00 pm (before dinner) with a blood glucose reading of 178 mg/dl. The meter started giving the apply sample icon at 10:00 pm on the same day. The pt continued to take her set amount of diabetes medications. The pt did not change her diet or medication due to the alleged issue. On original date at noon, the pt attempted to test and reportedly obtained the apply sample icon, she took her set amount of 24 units of novorapid insulin and had lunch as usual. She did not exhibit any symptoms. Around 2:00pm, she reportedly developed hypoglycemic symptoms of feeling shaky and sweaty. She ate a slice of bread with jam and 10 minutes later she felt better. The pt did not seek any further medical attention or contact her physician for assistance. She was not tested on another device. If the pt is below 68 mg/dl she skips her lunchtime novorapid insulin and checks her blood glucose two hours after that meal to see whether or not her blood glucose is elevated or not. The pt eats according to her blood glucose results. A normal blood glucose reading is around 180 mg/dl in the morning, 90 mg/dl around noon and 110 mg/dl before dinner. While troubleshooting, the pt had tried using two vials of test strips and the meter showed the apply sample icon. The technique of applying blood on the test strip was correct. Issue was not resolved and meter was replaced. The complaint is being reported since the pt was unable to test due to the alleged issue, took insulin and reportedly developed hypoglycemic symptoms.

Manufacturer narrative:
Lot # 4a2m21. Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.